Manufacturer narrative:
A field service engineer (fse) evaluated the instrument and confirmed a damaged reagent probe a level sense bead assembly and a malfunctioning wash collar solenoid valve. The fse replaced the level sense bead assembly and wash collar solenoid valve to resolve the issue. System performance was verified. (B)(4).

Event description:
The customer reported a contained leak from reagent probe a, involving the unicel dxc 600 pro synchron system. The fluid leaked on the reaction wheel cover during priming. The customer was wearing personal protective equipment consisting of gloves, lab coat and eye protection at the time of the event and there was no report of injury or direct exposure to the contained leak. Erroneous patient results were not generated.